Event description:
It was reported that during a gastric bypass procedure, the seal was leaking. The device was used to complete the procedure. There was no pt impact.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.